Event description:
It was reported that this insertable cardiac monitor (icm) monitoring was disable due to battery at end of service (eos). The icm was implanted less than one year ago. The patient was referred to the clinic. No adverse patient effects were reported.